Event description:
It was reported that during a surgical procedure that the blade broke at the mount. It was also reported that there were no pieces left behind in the pt and there is no reported pt injury. It was further reported that another blade was available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that the blade was broken at the mount. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.